Event description:
During a patient transport, the unit started to flash green and would not go up or down. It was reported that this happened intermittently. No injuries were reported.

Manufacturer narrative:
Investigation pending.